Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed the customer had changed the infusion set the day of the incident. Explained the rule of changing the set after two consecutive high blood sugar readings. Sent tubing clamp and instructed to call back when it is received for further testing.